Event description:
It was reported that during the procedure, the surgeon passed the first peak with no issues reported, however, when the second peak was tried to be deployed it did not come down from the needle. The surgeon tried to get the second anchor out of the needle several times but it did not work. The meniscal suture was removed from the patient¿s anatomy causing a delay of the procedure (less than 30 minutes). No patient injuries reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing of the delivery needle d. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event additional information or the device is returned the complaint will be revisited.

Manufacturer narrative:
H10: h3, h6 one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The needle was visibly bent downward and toward the right. The delivery curve was flattened. The depth limiter was attached and was misshapen which aligns with resistance from tissue. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
H10. Additional information: b5 was updated.

Event description:
It was reported that during a meniscal suture surgery, the surgeon passed the first peak with no issues reported, however, when the second peak was tried to be deployed it did not come down from the needle. The surgeon tried to get the second anchor out of the needle several times but it did not work. The meniscal suture was removed from the patient¿s anatomy causing a delay of the procedure (less than 30 minutes). No patient injuries reported. Back-up device was available to complete the surgery. T1 was removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.